Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: crushed connector and cable breakage. Based on the results of the investigation, the root cause of the no image was due to the failure of the cable causing visual function issues. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been received; however, the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.